Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and multisystem organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient expired on (B)(6) 2017 from multi-organ failure.  The site indicated that the patient's death was not related to the hvad pump.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Site stated that the event was not related to the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.